Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site. According to the patient, on approximately on (B)(6) 2024, they experienced a skin reaction with chemical burn, skin discoloration, and scar under the overlay patch on the abdomen. When removing the sensor from her arm, she noticed that the wire was missing and believed it had remained under her skin. Although she did not feel any symptoms from the possible missing sensor wire, she went to the emergency room (ER) because she was also experiencing a chemical burn from the sensor adhesive pad/overlay patch. During her ER visit, she underwent an x ray to help locate the wire, but the doctor was unable to find it. Her doctor advised her to leave the wire in her arm, explaining that it would likely dissolve on its own, and she was told to return to the hospital if the wire caused any problems or other health concerns. The chemical burn was also assessed during her 8¿10 hour stay in the ER, and the doctor prescribed a z pak antibiotic (to be taken for a five-day course) and an unspecified topical medication to address any potential infection related to both the retained wire and the burn. There were plans for the patient to undergo a skin graft to remove or improve the appearance of the scars, but as of today, she has not received one. After completing the 5-day antibiotic course at home, she required no further treatment and did not return to the doctor since she experienced no additional issues. No photos or other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.